Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient (australia) had 3 leads (from the same) implanted for a drg trial. Postoperative, the patient experienced weakness, instability walking and pain in her left leg, however the patient was implanted for right thigh and lateral right knee pain. The following day, the patient's ambulation had improved as well as the weakness and pain. It was later reported the issues had resolved without intervention.